Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen could not be used, it was not registering on top of the screen to cancel alarms. Alarms used as intended. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The authorized service provider (asp) recalibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation is ongoing.

Manufacturer narrative:
H10: it was reported that the issue occurred during setup, there was no patient involvement at the time the issue was discovered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.